Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded the normal range, displaying as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections without requiring third-party assistance. Technical support assisted the customer in resetting the pump, and no further malfunction occurred afterward, allowing the customer to continue using the pump with instructions to report any recurring issues.